Event description:
There was an allegation of questionable elecsys troponin t hs results with multiple patient samples tested on a cobas e 801 analytical unit. The following example was provided: the initial result was 11.2 ng/l. The repeat result was 5.68 ng/l.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Additional questionable results were alleged on 17-jul-2025. The following example was provided: the initial result was 42.4 ng/l. The first repeat result was 51 ng/l. The second repeat result was 41.3 ng/l. The third repeat result was 42 ng/l. A review of the alarm trace revealed numerous and frequent sample quality-related alarms. The investigation did not identify a product problem. The issue was found to be consistent with a sample quality problem at the customer site.